Event description:
It was reported that during a procedure performed on (B)(6) 2013, upon final torque handling of the mini sure lok cap screw the tip of the c1669 hexalobe inserter shaft fractured. The tip was unable to be removed from the cap screw. The surgery was altered to accommodate and the procedure was completed. The fractured tip remains implanted in the patient, retained in the hex of the cap screw.

Manufacturer narrative:
Evaluation of the returned instruments by the custom engineer noted the visual inspection of the returned driver shows the hexalobular drive feature has been sheared. The sheared piece was not returned. All other features, including laser markings are in good condition. The custom instrument request was first received by the vp of engineering at precision spine from the doctor's sales representative. A customer inserter was requested, as the doctor did not like to use the double ended inserter that accompanied the drive feature change of a hex to hexalobe on the current cap screw designs. As requested, the custom drivers supplied were intended to be used as cap screw inserters. Device failure was due to the use of these custom cap screw inserters as final tightening instruments. The posterior cervical system's current and historical configuration always consisted of a cap screw inserter and a final tightening driver. This custom was requested to replace the current (B)(4) inserter. Final tightening is and was always performed with secondary devices, either the current (B)(4) (hexalobe) or the (B)(4) (hex) drivers. Review of receiving inspection report for lot pm6039-1 found that (B)(4) units of the lot were received from the supplier, and release for distribution on (B)(4) 2013, with no deviation or anomalies. Complaint history was not reviewed as this is a customer instrument and was limited to the two units involved in this report. The results of this investigation were reviewed with the sales representative in effort to prevent recurrence of issues of this nature.